Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2025, in order to perform previous reported revision surgery.

Event description:
Per the clinic, the patient experienced drainage at the incision site (specific date not reported). Subsequently, the patient was treated with oral antibiotics on (B)(6) 2025 (duration not reported). The patient later underwent revision surgery on (B)(6) 2025, during which the site was washed with betadine and the area of noted drainage was closed. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.